Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed and the manufacturer date is unavailable. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no image occurred due to failure of the power supply unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the video system had no image from any output ports during maintenance. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a power unit failure. Additional findings were as follows: the connector was found deformed, and the caution sticker was missing on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.